Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was returned for investigation. No physical damage was noted on the returned product. The pump passed the laser continuity test for the optical signal line, and all the 5s parameters were within specification during optical bench testing with signal-to-noise ratio (snr) being around 10,000. The data log shows that a "placement signal not reliable" alarm occurred from the start of pump run. No major changes were noted in the light, lamp, and gain optical parameters. Other pump used on console ic8090 were checked and found to have similar low snr readings from the start of the case. The cause of the optical signal issue was not determined since it could not be reproduced on the returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. The pump lost its optical signal but remained operational until weaning and explantation. No patient harm was reported.